Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one, unknown prodisc-c implant. Part and lot numbers were not provided by reporter. . Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study b)(6) experienced frontal or occipital headaches, tingling in right hand and arthritis of right hand. This report is for one, unknown prodisc-c implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information regarding the severity of the symptoms for this event, or whether or not there was any treatment for the event. There is no information to suggest a clear association between the reported event and the device. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information regarding the severity of the symptoms for this event, or whether or not there was any treatment for the event. There is no information to suggest a clear association between the reported event and the device. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
(B)(6). Device has not been reported as explanted. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study (B)(6) had an anterior cervical disc fusion (acdf) at c5-c6 on (B)(6) 2004 with no complications. The patient was discharged home on (B)(6) 2004 with no complications. No discharge medications noted. The following potential adverse events will be reported: frontal or occipital headaches reported on (B)(6) 2011. Tingling in right hand reported on (B)(6) 2011. Right neck spasm and pain reported on (B)(6) 2005 with a course of action of stretching and massage. MRI of neck to be done (it is unknown if/when this occurred). Current state described as ongoing. Intermittent headaches and trapezius spasms reported on (B)(6) 2004 with a course of action of more aggressive physical therapy (pt) and follow up. Current state described as resolved. Symptoms right shoulder pain continues reported on (B)(6) 2006. The patient restarted pt with some relief. Course of action described as shoulder MRI (unknown if/when this occurred) and continue pt. Current state of event described as ongoing. This report is for an unknown synthes spine product. This report is for frontal or occipital headaches reported on (B)(6) 2011.